Manufacturer narrative:
All buttons were functioning properly on the insulin pump. However, the insulin pump had corroded keypad traces. There was no button error alarm during testing. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corner, and minor scratches on the display window were noted.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that the night before, the issues started with the keypad while she was trying to change the reservoir. Customer stated that the pump would not let her press the act button on rewind. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.